Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pt has expired due to endocarditis. It was additionally reported that a second device, model# 2700, was explanted. Refer to MFR #6000002-2008-09411.